Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had time/clock anomaly. Customer's blood glucose at time of incident was 198 mg/dl. The customer insulin pump is losing or gaining time and gain is more than 9 minutes within 30 days. Customer anomaly happened during normal use. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The insulin pump was received with hardware low level failure alarm during self-test due to poor solder joints at the ambient light sensor on the keypad assembly. However, the insulin pump passed the displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement test. The insulin pump was monitor no unexpected time clock anomaly noted. The insulin pump had scratched case and minor scratched lcd window.